Event description:
Physician reported that the scorpion needle broke at the tip during a left shoulder anterior-inferior labral repair. The tip was not found and is believed to have been flushed from wound during procedure (no x-ray was obtained).